Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of duodenum on a total laparoscopic gastrectomy, the surgeon was able to press the button and squeeze the handle but the stapler was not able to fire. They opened a new one to complete the case. There was no patient injury.